Event description:
Customer reported that he had high blood sugars and stated that the drive support cap is protruding on his insulin pump. Customer stated that the insulin pump is alarming and unable to exit the preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.